Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported left side hole in valve. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner device and delamination partial of the valve. Leak test and microscopic analysis was performed which identified: delamination partial of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted.